Manufacturer narrative:
Further information was requested but not received. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented for routine generator change. During the procedure it was observed that the patient had an inactive right ventricular lead. The lead was capped on (B)(6) 2006 due to fracture. No adverse patient consequences were reported. Further information was requested but not received.